Event description:
Catheter was inserted with the urine-return balloon inflated and pulled back. It was positioned at the bladder neck. For three hours it only drained 11cc of urine then it began to drain more. When 28cc had been drained it was noticed that the drapes were saturated with urine. After the drapes were removed it was noted that urine was leaking around the catheter. Urine continued to flow after catheter was removed. An 8 french foley catheter was inserted and it immediately drained approx 15cc of urine.